Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to 15f and the tavr procedure was completed. Reportedly post procedure, a third prostyle device was deployed. The third prostyle device tore the sutures of the first and second prostyle devices and damaged the vessel. The patient was bleeding, received a unit of blood and a covered stent was placed to treat the vessel damage. Hemostasis was achieved with two additional prostyle devices. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported device cause damage could not be determined. Factors that can contribute to the device cause damage, include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices that likely caused the suture separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the unspecified covered stent was placed proximal to the access site to treat the vessel damage. The fourth and fifth prostyle devices were deployed to achieve hemostasis at the access site. No additional information was provided.